Event description:
It was reported that the rv lead was extracted due to lead fracture. No further information.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 45.1cm was returned for analysis. A short between the re and rv conduction path was noted, consistent with the field observation of noise.

Event description:
Additional information received indicated that noise and both the pacing and shock impedance measurements were high. Insulation anomaly was also noted.

Manufacturer narrative:
(B)(4).